Event description:
A falsely elevated troponin I result of 1.93 ng/ml was obtained on a pt sample. The result was reported to the physician. The sample was retested on the same instrument and a result of < 0.04 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The most likely cause for this event was pre-analytical sample handling issues.